Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the user observed that the long bipolar grasper instrument's life indicator was stuck showing 6th use. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "instrument stuck on sixth use." For clarification, the instrument was found to have a broken bipolar yaw pulley. The broken piece was missing as a result of the breakage. The size of the missing piece is approximately .061¿ x .164¿. This failure is attributed by excess force applied to the distal end of the instrument. Additional findings not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed.